Manufacturer narrative:
Block d6a: date unknown. Block h6: device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf impact code f2203 is being used to capture the reportable event of imaging required. Block h11: the device did not return for analysis however the customer provided some pictures. A media inspection was performed, where it can be observed a line that indicates the presence of air inside the balloon. The reported event of balloon spontaneous inflation was confirmed. Based on all gathered information, the probable cause selected is known inherent risk of device, since the adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on an unknown date. The patient experienced vomiting and abdominal pain. An abdominal x-ray was performed, and confirmed the balloon was hyperinflated. A balloon removal procedure was performed, and a new balloon was placed on (B)(6) 2025. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on an unknown date. The patient experienced vomiting and abdominal pain. An abdominal x-ray was performed and confirmed the balloon was hyperinflated. A balloon removal procedure was performed, and a new balloon was placed on (B)(6), 2025. There were no patient complications reported as a result of this event. Based on additional information received on august 05, 2025: it was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on (B)(6) 2025. Two weeks post-procedure, the patient began vomiting. They were prescribed medication; however, their symptoms of vomiting and abdominal discomfort did not improve. The physician performed an endoscopy procedure on (B)(6) 2025. Which showed the balloon was hyperinflated and the balloon was explanted. There were no patient complications as a result of this event.

Manufacturer narrative:
Based on additional information received on august 27, 2025: blocks a1, a2, a3a, a3b, and a4 were updated. Block d6a: date unknown. Block h6 device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf impact code f2203 is being used to capture the reportable event of imaging required. Block h11: the device did not return for analysis however the customer provided some pictures. A media inspection was performed, where it can be observed a line that indicates the presence of air inside the balloon. The reported event of balloon spontaneous inflation was confirmed. Based on all gathered information, the probable cause selected is known inherent risk of device, since the adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Block d6a: date unknown. Block h6 device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf impact code f2203 is being used to capture the reportable event of imaging required.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on an unknown date. The patient experienced vomiting and abdominal pain. An abdominal x-ray was performed, and confirmed the balloon was hyperinflated. A balloon removal procedure was performed, and a new balloon was placed on (B)(6) 2025. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Based on additional information received on august 05, 2025: blocks b3, b5. D4, d6a and d6b were updated. Block d6a: date unknown. Block h6 device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf impact code f2203 is being used to capture the reportable event of imaging required. Block h11: the device did not return for analysis however the customer provided some pictures. A media inspection was performed, where it can be observed a line that indicates the presence of air inside the balloon. The reported event of balloon spontaneous inflation was confirmed. Based on all gathered information, the probable cause selected is known inherent risk of device, since the adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on an unknown date. The patient experienced vomiting and abdominal pain. An abdominal x-ray was performed and confirmed the balloon was hyperinflated. A balloon removal procedure was performed, and a new balloon was placed on (B)(6) 2025. There were no patient complications reported as a result of this event. Based on additional information received on august 05, 2025: it was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on (B)(6) 2025. Two weeks post-procedure, the patient began vomiting. They were prescribed medication; however, their symptoms of vomiting and abdominal discomfort did not improve. The physician performed an endoscopy procedure on (B)(6) 2025. Which showed the balloon was hyperinflated and the balloon was explanted. There were no patient complications as a result of this event.